Event description:
This is filed to report recurrent mitral regurgitation it was reported that on (B)(6) 2021, a mitraclip procedure was performed to treat degenerative mitral regurgitation (mr) with a grade of 4+. It was noted a flail was present. One xtw clip was deployed on the mitral valve, reducing mr to a grade of 2. On (B)(6) 2021, the patient returned to the hospital and echocardiography showed mr had increased. The clip was noted to be stable on the leaflets. No treatment has been performed. No additional information was provided.

Manufacturer narrative:
The device was not returned for analysis. A review of the lot history record revealed no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Based on available information, a cause of the reported recurrent mitral regurgitation (mr) appears to be due to disease progression. The reported patient effect of mr is listed in the mitraclip system instructions for use as a known possible complication associated with mitraclip procedures. The reported hospitalization was a result of case-specific circumstances. There is no indication of a product quality issue with respect to manufacture, design or labeling.